Event description:
The patient received a radial arterial line for an esophagectomy performed (B)(6) 2020 using an arterial line catheter with a built-in, non-detachable guide wire. There were no issues noted during placement or throughout the surgery. On postop day #2, a surgical resident was told by nurse right radial arterial line was not working. Attempted to exchange over a guidewire. After placing wire through arterial catheter, during withdrawal of the nonfunctioning catheter, a second wire was noted to be exposed at the level of the skin. The new wire and the catheter were removed and a 3 mm segment of wire was exposed. This was removed and it appeared to be a guidewire that had been left in the artery from the previous placement. FDA safety report ID #: (B)(4).